Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the header was separated from pacemaker case and electrical testing was unable to be performed. Microscopic visual inspection of the header and the seal plugs revealed no anomalies. The device header was then disassembled and both the inner and outer seals were inspected. Evidence of silicone to silicone bonding was found in the ventricular channel of the inner seal rings.

Event description:
Boston scientific crm received information that during a routine pacemaker replacement procedure for normal battery depletion, a set screw was reportedly stuck and the chronic right ventricular (rv) lead was found stuck in the header. The physician used a bone cutter to break open the device header and free the lead. The rv lead was then successfully inserted into a new pacemaker and to date, no adverse patient effects were reported.